Manufacturer narrative:
Customer was taken via ambulance to (B)(6) hospital on sunday (B)(6) at 1pm. Mother requested the insulin pump to be replaced, based on over delivery of pump insulin, while customer sleeping. Low blood glucose. Device had minor scratched display window, scratched case, cracked battery tube threads, cracked case at the corner of the belt clip rail, pillowing keypad overlay and faded/stained serial number label. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0873 inches. No over delivery anomaly noted. Please see below for the boluses delivered on event date (B)(6) 2021 in the formatted history file. (B)(6) 2021 13:20:20.000 normalbolusprogrammed, bolusprogrammingmethod = bolus wizard, normalbolusamountprogrammed = 4.8, (B)(6) 2021 15:03:46.000 normalbolusprogrammed, bolusprogrammingmethod = bolus wizard, normalbolusamountprogrammed = 3. Device passed the functional testing. No over delivery anomaly noted. Unable to confirm alleged low blood glucose's. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black. Customer was taken via ambulance to (B)(6) hospital on sunday oct 24th at 1pm. Mother requested the pump to be replaced, based on over delivery of pump insulin, while customer sleeping. Low bg's. Unit had minor scratched display window, scratched case, cracked battery tube threads, cracked case at the corner of the belt clip rail, pillowing keypad overlay and faded/stained serial number label. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.0873 inches. No over delivery anomaly noted. Please see below for the boluses delivered on event date (B)(6) 2021 in the formatted history file. On (B)(6) 2021 13:20:20.000 normalbolusprogrammed. Bolusprogrammingmethod = bolus wizard. Normalbolusamountprogrammed = 4.8. On (B)(6) 2021 15:03:46.000 normalbolusprogrammed. Bolusprogrammingmethod = bolus wizard. Normalbolusamountprogrammed = 3. Unit passed the functional testing. Customer alleged not confirmed for pump over delivery. Unable to confirm alleged low bg's. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer was hospitalized on (B)(6) 2021 and had taken to emergency room as they had experienced low blood glucose which was 32 mg/dl. The customers current blood glucose was 132 mg/dl. The customer had symptoms of seizure. The customer was bloused and the blood glucose went down. The customer alleges the pump was over delivering. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. It was unknown whether the automode feature at the time of event was active or not. The insulin pump will be returned for further analysis.